Event description:
(B)(6), slipped numerous lyric hearing aides into the ears of my mom - (B)(6), along with his colleagues named (B)(6). My mom never has had the remote for the hearing aides and all of the aforementioned people have been making money off of the testing of the hearing aides on my mom. My mom never consented and never had knowledge of the insertion of the aide into her ear canals. My mom was made to almost be placed into psychiatric care, so that no one would find out, and that she would be able to test the aides and allow everyone to get paid, without her getting any money. This is not the first type of testing trial circumstance, that my mom has been placed in. She is also a cenexel patient for numerous implants that test different ailments, a brain computer interface, many stentrodes, communicative implants, rf implants, remote neural brain monitoring implants, and other things of the same nature. My father encourages my mom to be inebriated and then he has people rape or administer these things to her without her consent. There is a large fraud ring of people that do this to us, and they all get paid from these trials and we never collect a cent. We never have been given the controllers for our implants and we don't have hearing aide remotes. Pt code: 4581. Device code: 3191. Procode: esd. Ref report: mw5179877.